Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the sample was not returned for evaluation, however, one electronic photo and two medical images were provided for review. The investigation is inconclusive for the reported hole in catheter issue as the no anomalies were noted in the provided images. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post catheter placement, there was a hole in catheter. The patient experienced pain. The current status of patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation, however image have been provided. The investigation of the reported event is currently underway.

Event description:
It was reported that some post catheter placement, there was a hole in catheter. There was no reported patient injury.